Event description:
User facility reports incident of a cracked luer connector found approx 7 minutes into hemodialysis treatment. Ebl=400-500 cc. Pt was taken to hosp and received blood transfusion. The actual complaint sample was discarded at the time of the incident.